Event description:
Following the implant of an evoke spinal cord stimulation (scs) system, the patient reported an uncomfortable stimulation. The patient was returned to the operating room under local anesthetic so communication was possible. The cls pocket was opened, leads were disconnected from the cls, and an impedance check was performed. The patient did not report uncomfortable stimulation. The cls was replaced and the revision procedure was completed. Programming was performed when the patient was in recovery with no issues.